Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.3, lab: 2.8. Therapeutic range: 2.5 - 3.5. (B)(6) is a mother who is off label testing her daughter (B)(6).